Event description:
It was reported that the zimmer mesh graft ii was bunching up the skin. Additional information received from the hospital on (B)(4) 2010: the graft was not able to be used in its initial state after being meshed. The surgeon had to manually mesh the graft by using a "pie crust" technique. There was no need for an additional graft to be harvested. The surgical time delay was limited to the amount of time required by the surgeon to manually prepare the graft which was not specified.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.